Manufacturer narrative:
(B)(4).

Event description:
It was reported right ventricular lead noise, low sensing, and high threshold were observed. The lead was not working anymore. The lead was explanted and replaced. No adverse consequences for the patient were reported. The patient in good condition.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.9-7.0cm from connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise, sensing anomly, and unacceptable threshold.